Event description:
It was reported that a kink occurred. A watchman access system (was) double curve was positioned and 27mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. It was reported that after the 27mm watchman closure device was deployed then a kink to both the was and wds sheaths was noticed. The closure device remains implanted with no patient issues or complications.